Event description:
It was reported that prior to a gastric bypass procedure, the kit's wrapping had holes in it, and they felt the sterility was compromised. Another kit was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.